Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced compromised cardiac output, resurgence of anxiety, and insomnia and required hospitalization after receiving an inappropriate shock from their implantable cardioverter defibrillator (ICD). The ICD misclassified ventricular fibrillation (vf) after the patient had already converted to a slower rhythm. The ICD was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.